Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence, cystocele and mesh was implanted concurrently with a hysterectomy. It was reported that following insertion the patient experienced urinary problems, recurrence, and bleeding. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that patient underwent a total vaginal hysterectomy with a bilateral salpingo oophorectomy on (B)(6) 2008 due to uterine and cervical prolapse, uterine fibroids, and dysfunctional uterine bleeding. (B)(4).